Event description:
Tech alleged the bed casters will not hold side to side.

Manufacturer narrative:
Technician checked function of unit casters and found worn out teeth on casters. He replaced the casters to resolve the issue.